Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a call service alarm (cs 088) issue: patient states that he was changing out his site/set and battery and cs 088-85b3 occurred on pump. Patient states that he has received this alarm multiple times. Patient states that he is on the kidney transplant list, doesn't trust the pump, so he is going to discontinue pump therapy and go on alternate method of insulin delivery. On a follow-up contact from (B)(4) 2013, patient states 'blood sugar levels all over' because he is not on pump. The bg excursion does not meet the criteria for an adverse event. This complaint is being reported because the reported alarm issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/19/2013 with the following findings: the black box shows evidence of cs 088 on (B)(6) 2013. Pump boots to verify screen with audible and vibratory features. Pump was exercised for 24hr duration period with a 1.0u/hr basal program; no call service alarms were duplicated during this time period. The pump cover was removed; no evidence of internal moisture or damage to the pcb was observed. The complaint was verified in the alarm history but could not be duplicated during the investigation.